Event description:
A customer reported a leak in a light sensitive drug set. According to the report, the leak was through the blue slide clamp. This occurred a few minutes after the start of a patient infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.